Event description:
A biomedical engineering technologist reported that a fluidics and irrigation output valve system message displayed during a vitreoretinal procedure. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown. (B)(4).